Event description:
It was reported that on (B)(6) 2012, the surgeon performed a t5-l1 fusion, utilizing rhbmp-2/acs, rods and screws. Prior to the surgeries, the patient could walk unassisted and drive. She, reportedly, now is unable to do these things. She also cannot complete everyday household tasks.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.